Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic pseudoaneurysm. The patient had open repair of ruptured abdominal aortic aneurysm 11 years ago. This was followed by tevar for a thoracic pseudoaneurysm. Patient presented emergently with chest pain. CT showed a second pseudoaneurysm and a large para-anastomotic aortic aneurysm involving both renal arteries and the superior mesenteric and celiac arteries. Nine months ago the patient had abdominal visceral debranching followed by deployment of valiant captivia stent graft system. Following completion of the procedure an intravascular ultrasound revealed excellent stent graft expansion and junction overlaps. Abdominal angiographic inspection confirmed exclusion of the perivisceral aneurysm with rapid flow to the sma and celiac bypasses and both hypogastric arteries. Patient did quite well post-operatively initially and was extubated on post-op day 1 with all motor function intact. Patient went into respiratory failure and became hypotensive late post op day 1. Patient was intubated. After intubation, it was noted that the patient was suffering spinal ischemia. Neurosurgery replaced the lumbar drain that had just been removed, but there was no improvement in the patient's motor function. Intestinal ischemia was noted on sigmoidoscopy and the patient was started on antibiotics. Four days later the patient deteriorated and went into shock and one day later the patient became bradycardic and died.

Manufacturer narrative:
(B)(4), results: patient's condition affected effectiveness of device (pseudoaneurysm), inherent risk of procedure (death). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pseudoaneurysm).